Event description:
Reporter alleges pt had bilateral capsulectomies, revision of mastectomy scars and migration of the left implant with painful contractures. Upon removal, the inner sheath was intact, but the outer sheath was deflated. Operative report states pressure symptomatology in both reconstructured breasts and hypertrophic erythematous scars which are painful and pruritic.

Manufacturer narrative:
D7 - the implant date is after dow corning stopped mfg breast implants. 6/24/1997 - received a letter from the user facility stating that devices would not be returned to dow corning.